Event description:
A report from (B)(6) stated that the device would not run. The device was not used in surgery. It's unknown if medical intervention or injury occurred. No additional information is available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).